Manufacturer narrative:
MFR received date: 27 aug 2019. Date of report received: 30 aug 2019. Device evaluation was confirmed. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse was able to duplicate the error. The fse recommended replacing the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09jun2019. B4: 07oct2019. The patient's information was not provided. There was no patient harm or medical intervention reported as a result of this event. The service technician evaluated the unit and confirmed the failure of the alarm light emitting diode (led). The service technician replaced the power switch overlay to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:03dec2020. B4: (B)(6) 2021. A power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the alarm (red) led being detached from the trace and not making contact with the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 dec 2019. Field service engineer recommended the replacement of the power switch overlay. There's no repair information. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019.

Event description:
The customer reported that an alarm light emitting diode (led) failure sounded and could not be stopped. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.